Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Convatec territory manager called to report she received an email from clinician from the wound care center. She reports the nurse opened a 2x2 aquacel ag sealed package and noted what appeared to be a cut and piece of red tape on the dressing.